Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cloudy effluent and fever. The cause of the cloudy effluent was not reported. On an unreported date, the patient was hospitalized for the events. On an unreported date, unspecified antibiotics (doses, frequencies, duration and route not reported) were given to the patient as treatment. At the time of this report the patient outcome was not reported. The action taken with dianeal therapies was not reported. No additional information is available as the reporter declined to provide any further information.